Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it was not pulsating all the time, even after it was programmed and the batteries were changed. It was not helping and the patient wanted it removed. To resolve the lack of therapeutic effect and loss of stimulation, the batteries were changed and programming was reset. The issues were not resolved and they wanted it removed as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.it was reported that the patient had a loss or change in therapy. The patient stated that they got the ins for urinary retention and the device never really helped with that issue. The patient had no therapeutic benefit and had a loss of stimulation. They reported the device was not working the way it should and was not feeling any ¿vibration¿ in their pelvic area/vulva like they were supposed to. The patient stated that after a car accident (with resulting neck back issues unrelated to the device) they went to a nursing rehab facility and could not feel the stimulation unless they were in one position in bed. They noted ¿it kinda made contact where she could feel it but bending, sitting, standing or laying down on her right side she can't feel anything like she was able to feel before¿. The batteries in the programmer were changed and the stimulation ¿works intermittently where she feels it sometimes and not others¿. It was noted that the patient was using a ¿folly¿(foley?) For 3 months now and, because they cannot use their right arm because of problems with it (caused by the car accident), they could not self-catheterize. Then the patient broke their wrist in the january car accident and wasn't able to self-catheterize either so they went into a rehab where they did it for them. When the patient came home the home health aide was not able to come every 6 hours to do the catheterizing for her so it was recommended they get a folly (foley?). The patient was to have an MRI of the neck for and already had a CT scan done. The patient stated they didn¿t care if the device got damaged as they "wants it out of her body". There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.